Manufacturer narrative:
No parts have been received by the manufacturer for evaluation to date. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a power plug with burned and blackened prongs. This was observed during preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this event. There was no smoke, spark or flame observed. There was no damage observed on the power outlet or the machine. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The power cord and plug assembly will be replaced to resolve the issue and then the machine will be returned to service at the user facility. No parts were stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.